Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from an adult female consumer via regulatory authority (case# (B)(6)-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006 with lot number 508836 for contraception. She stated that she had allergy to metal, to the point she cannot use earrings. She had a lot of bleedings, menstruation more than once in a month and a lot of diverse pain. She said that nobody asked her if she was allergic to metals. Follow-up information received on 03-mar-2015 and on 06-mar-2015 the case (B)(6) was identified as duplicate from this case and was deleted from argus central. All information was transferred to this case. This case is a potential legal case now. The consumer's age was updated to (B)(6) old. Essure was placed in (B)(6)-2006. Consumer's medical history included 4 pregnancies with 4 children. She stated that since essure insertion, she had increase in menstrual pain mainly in the right side, but since (B)(6)-2014 pain increased and sometimes it was so painful that she had difficulties moving the right leg. She also said that her cycles were irregular since essure placed with an increase of the bleeding. She now has anaemia. An ultrasound and x-ray of abdominal pelvic area was done and showed that the right the device was bent. Surgery-hysterectomy with removal of fallopian tubes was not scheduled yet. She was taking ibuprofen for pain. Physician was contacted and said he did not know about this case. No further information could be obtained. Ptc investigation result was received on 24-mar-2015. (B)(4). Final assessment: this case is for essure 205. Lot number 508836: mfg:09/2005 exp:08/2007. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality and a reported product issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 22-oct-2015: consumer reported that, because of essure, she lost 9 years of her life without realizing it was the device that was killing her. Today, at (B)(6), she had 2 interventions to extract essure, one removing her tubes and the other was to remove her uterus. In addition, consumer reported that she just wanted a tube ligation like any other woman with 4 children. Consumer states that she is going to sue and no more women will be affected. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lot of bleedings. She had 2 interventions to extract essure, one removing her tubes and the other was to remove her uterus. This event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the reported event and the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident since surgical intervention was performed. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. An updated product technical analysis is expected. No further information can be obtained.

Manufacturer narrative:
Follow-up information received on 28-apr-2016 from ptc team: no further analysis is expected for this case. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-may-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 373 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lot of bleedings. She had 2 interventions to extract essure, one removing her tubes and the other was to remove her uterus. This event, interpreted as genital bleeding, was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the reported event and the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident since surgical intervention was performed. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.